Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor displayed a service code 110. The cause for the service code was a broken lead on high-voltage capacitor c19 on the defibrillator board. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c19. The pt received a replacement monitor.

Event description:
The spouse of a pt called zoll customer support to report that the patient's monitor was displaying a service code 110 (overvoltage monitor was displaying a service code 110 (overvoltage st). The pt was issued a replacement monitor.